Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high, out-of-range shock impedance measurements. A vector breakdown was performed, technical services (ts) was consulted and provided vector programming options and general recommendations with the recent advisory. No adverse patient effects were reported. This rv lead remains in service.